Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "during the tha, when the surgeon was inserting the trident alumina insert into the trident psl ha cluster 48mm, he noticed a gap (about 1mm) between them. Therefore, the surgeon removed the insert and retried to lock it onto the cup. However, the result was the same. After the tha, the surgeon could not find a gap on some x-rays."